Event description:
It has been reported that the drill bit is not penetrating the skull. The user facility has previously reported this type of occurrence.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated, based on the reported info. See scanned page.